Event description:
The customer reported that the system had a check sum error and would not boot. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram memory. The system operates as intended.